Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as uncomfortable very dry skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician had previously prescribed nystatin cream for skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.